Manufacturer narrative:
The account stated that the bed has a broken safety yolk assembly. The account installed a pilot link repair kit to resolve the issue.

Event description:
The account alleged that the bed will not go into trendelenburg. No injury reported.